Event description:
It was reported that the device was used during a laparoscopic nissen procedure. The device leaked. The device was used as-is and the case was completed. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.